Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation; the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A search of the complaint database revealed no add'l complaints have been failed with this lot number. The october 2007, 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydra sphincterotome device is included in the jagtome product family since both families utilize the same sphincterotome device.

Event description:
Note: this report pertains to the first of two malfunctions occurring during the same procedure. Refer to associated MFR. Report # 6000048-2007-00325. In 2007, it was reported to boston scientific corporation that a hydratome sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, "during the procedure, the wire came off at the bottom of the sphincterotome." This device was removed from the pt through the endoscope and replaced it with a second hydratome sphincterotome device.